Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 522 mg/dl at time of incident. The customer was treated with insulin pump. Customer stated that the auto mode feature was active at the time of high blood glucose event. Customer stated that they had high blood glucose all day. The customer stated that he had high blood glucose and had changed the set several times while troubleshooting caller did not feel well. The device will not be returned for analysis.